Event description:
It was reported that: "hub from dilator/stylet broke off during a procedure. Medical intervention reported:broken piece was retrieved with a snare patient's current condition: fine/stable. No harm or health consequences to the patient"

Manufacturer narrative:
(B)(4). The customer report that the "hub from dilator/stylet broke off" was able to be confirmed through investigation of the returned sample. The customer submitted two photos and returned one dilator, one sheath, and the pouch packaging from a 4fr mik for analysis. Visual analysis revealed that the sheath body was separated from the sheath hub. Microscopic inspection of the hub revealed that no extrusion material remained attached within the hub. The proximal tip of the sheath body extrusion was not deformed or stretched, indicating a clean separation from the hub. The sheath passed relevant dimensional requirements. Additional information was requested, and a response was received. The separated portion of the sheath was retrieved using a snare. The patient's current condition is fine. There was no harm or health consequence to the patient. The manufacturing unit determined that this issue is likely related to the extruding process. Based on the customer report and the sample received, the most likely root cause is manufacturing related. Further investigation has been initiated under teleflex quality systems to evaluate this issue.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that: "hub from dilator/stylet broke off during a procedure. Medical intervention reported::broken piece was retrieved with a snare patient's current condition: fine/stable no harm or health consequences to the patient"